Event description:
A simply go mini device was returned to a third-party service center in reference to a request for servicing the sieve filter. During the initial evaluation of the device, the third-party service center visually inspected the unit and found the top of the enclosure dented and burned. There was no allegation of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a simply go mini device was returned to a third-party service center in reference to a request for servicing the sieve filter. During the initial evaluation of the device, the third-party service center visually inspected the unit and found the top of the enclosure dented and burned. There was no allegation of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. During evaluation and repair of the device, the third-party service center noted that the housing was bent/dented. No report of thermal damage was noted. The front and rear housing was replaced. It was also noted that the sieves are leaking, air side is cracked, o2 side is leaking, and inlet filter has to be replaced due to preventive maintenance. This device was serviced, inspected, and tested. All testing of the device passed. The manufacturer is submitting a final report at this time.